Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40mg/dl. Low bg cause was not known. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.